Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.

Event description:
Received complaint regarding powerchair. Customer alleges lacked belt, stops abruptly which sometimes throws her out, smoke, and other defects.